Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring another clip to stabilize it ending in mitral valve surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. After the transseptal puncture, a pericardial effusion was noted. Pericardiocentesis was performed and the procedure continued. Visualization was difficult due to a torn papillary muscle. One clip was implanted however after deployment, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip however the mr was unable to be reduced and remains at 4+. The patient was sent to surgery for mitral valve replacement. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue.all the available information was investigated and the reported single leaflet device attachment (slda) and poor image resolution was a result of the patient morphology/pathology. There is no indication of product quality issue with respect to manufacture, design or labeling.